Event description:
It was reported that a revision surgery was performed to remove a modular head and femoral stem. The associated acetabular cup remained implanted. The femoral stem and modular head were originally implanted in (B)(6) 2008, and the acetabular cup was originally implanted on (B)(6) 2007.